Manufacturer narrative:
Section d4: UDI is unknown. Section d6a: date of implant is unknown. Section h4: manufacturer date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-05722. It was reported that during a routine ipg replacement surgery on (B)(6) 2023 the patient's physician noted that the patient's leads had high impedances. The patient's physician opted to explant and replace the leads intraoperatively. Therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient had their ipg replaced with an eterna ipg for MRI compatibility. During the procedure, high impedances were observed after the leads were connected to the new ipg. The leads were replaced but the high impedances persisted despite trouble shooting efforts. A second new eterna ipg was used, and the impedances resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.